Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system patient programmer displays a communication error and the charger does not locate the patient's ipg. The patient does not have stimulation. In addition, the patient complained the ipg has been very superficial and the skin over the ipg is tender. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient¿s scs ipg was explanted and replaced. The patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.